Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 17 apr 2024, it was reported leaks on the infusion set and were close to the site. No further information available.